Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 470 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.